Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the alarm does not sound continuously. The alarm powers up and the nurse call function worked as it should. The voice message does not play, instead a clicking noise plays. When set to voice and tone a clicking noise plays followed by the normal tone. There is battery leakage residue on the flat battery contacts. Warning label has been torn away and is missing. Two screws are missing from the back of case. The customer did not return the nurse call cable they were using. Note: the instructions for use has a statement: if the alarm is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. Do not use if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer reported the alarm sounds continuously at the nurses call station. The customer reported that they are using the nurse call cable provided by posey. This was discovered during use but the customer did not provide the date when this was found. There was no pt incident or injury reported.